Event description:
It was reported that there was a hole observed in the balloon. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The balloon inflated but would not maintain inflation due to leakage out the distal lumen at the tip and hub. The leakage was determined to be occurring under the proximal balloon bond. A cutdown of the area found a tear in the webbing, between the distal and inflation lumens.